Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. A test reservoir was installed and the reservoir stayed in place inside the reservoir tube properly, no reservoir compartment anomaly noted. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir compartment anomaly. Customer's blood glucose at time of incident was 13.8mmol/l. The customer stated that when he replaces the reservoir it does not clip into place properly. The customer was advised to revert to backup plan. The customer agreed to swap.